Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported undetected upstream occlusion which was unable to be reproduced. The device passed all fluid pressure tests and was found to operate as designed. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy (medication, programmed amount and delivery rate unknown).all the information regarding the patient and event reported to baxter by the customer has been reflected in this report. It was also reported that there was no patient injury.